Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results, within the risk stratification range of the assay, were generated on an unicel dxc 600i synchron access clinical system for a single emergency room patient. Beckman coulter inc. Assessment of customer supplied data indicated that the patient sample was repeated multiple times across two days. Ultimately repeat results were lower and within the normal reference range of the assay. Additionally a redrawn sample from the same patient generated lower results within the normal reference range of the assay. The lower accutni results were regarded as valid and a corrected report was issued. An erroneous accutni result was reported out of the laboratory. The patient was admitted into the intensive care unit of the hospital based upon the erroneous patient accutni result. The samples were collected either via intravenous draw of venipuncture into plasma lithium heparin tubes with gel separators and were centrifuged at room temperature prior to testing. The sample which generated the elevated and erroneous accutni results was a short draw that was free of hemolysis, icterus, and lipemia. The sample was collected on (B)(6) 2012 at 2020 and was not initially analyzed until (B)(6) 2012 at 0100. The reagent and calibrator lots associated with this event were 122054 and 116461 respectively.

Manufacturer narrative:
Service was not dispatched as the customer declined service. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all three levels of quality control were performing within one to two standard deviations of laboratory's established ranges during the timeframe of the event. The supplied accutni calibration curve performed prior to the event passed with acceptable percent coefficients of variation. A routine system check performed prior to the event passed within instrument specifications. This assessment indicates that the instrument was performing per specification at the time of the incident. The customer indicated that the original sample was a short draw. Beckman coulter inc. Labeling states that samples should be filled to stated volume. Due to the short draw, use error is the cause of this event.